Event description:
It was reported that the user experienced hypoglycemia while using the iLet and administering additional manual rapid¿acting insulin doses without disconnecting, which led to insulin stacking and a blood glucose of 53 mg/dL. Symptoms included low blood glucose with related urgent hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included user interview and troubleshooting with education on appropriate use. Investigation of this case revealed user¿related use error involving concurrent manual insulin dosing while connected to the iLet, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to off¿label dosing practices and inadequate adherence to use instructions.